Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 40 mg/dl. The customer was given a glucagon injection by the paramedics. Later, she was given sugar and orange juice, and her blood glucose levels rose to 721 mg/dl. The caller didn't have the insulin pump at the time of the call. No troubleshooting was conducted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.